Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens was folded using folding forceps and implanted. Once implanted, one of the haptics did not unfold. The surgeon decided to remove the lens and replace it with another. The incision was enlarged to facilitate removal of the lens.